Event description:
Caller reported aviva system blood glucose results, all mg/dl: 444(12:51am) 224(12:53am) 182(12:55am) 167(12:59am) 179(1:01am) 169(1:04am) 180(1:09am) 166(1:12am) 146(1:16am) no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.